Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds and a progressive rise in thresholds. The lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.